Event description:
A trilogy ev300 was sent to a third-party service center for evaluation. There was no harm or injury reported. The device was not in patient use. During the evaluation of the device at the service center, the technician confirmed no error codes recorded in the event log, but the device failed the alarm button verification on final test. There was no further information provided. Follow up repairs will be handled by a philips authorized service provider or the customer. A supplement report will be filed if additional information becomes available.